Event description:
Reporter of product complaint: pt. Summary of product complaint. Whisperject won't click the plunger gets stuck. She states the needles seem dull as well - unk if pt experienced any side effects. Date of occurrence: (B)(6) 2019. Was the product taken / administered? Pt tries to use it but will take medicine out and self inject because it doesn't usually work. Can MFR call pt for f/u? Yes. Can MFR arrange for product pick up? Yes. Reported to (B)(6) by pt/caregiver.